Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the drawing found that the strength and material of the anchor is verified. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states one undated x-ray photo was provided for review and confirms the reported breakage. Without the requested clinical information such as the post-operative notes, the reported anchor breakage could not be further assessed. It has not been communicated if the broken anchor was retrieved from the patient. The multifix s-ultra knotless anchor is implantable, biocompatibility is not an issue. There is potential risk for corrosion and local irritation, migration, tissue inflammation, and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the customer provided image shows a used multifix with a detached and broken anchor. The complaint was confirmed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use in a procedure, after the insertion of the anchor, while doing the final tightening, the anchor broke. A delay less or equal than 30 minutes were reported. It is unknown if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the anchor, collar, and screw were returned with no sign of break or fracture. The sutures have been cut. The insertion device has no visible deficiency. The suture threader has been used. Bio debris is present. A material specifications assessment determined that based on the condition of the product material found during visual inspection additional material testing was not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that a verification of a certificate of analysis meeting material specification is required. A review of the customer provided image showed a used multifix with a detached and broken anchor. A clinical review states that based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined, and a procedural variance could not be ruled out as a likely contributory factor. The device instructions to use includes conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The multifix s-ultra knotless anchor is implantable, biocompatibility is not an issue. If any fragments were retained there is potential risk for corrosion and local irritation, migration, tissue inflammation, and/or pain. No further clinical/medical assessment is warranted at this time. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) excessive force. (3) over tensioning the suture. No containment or corrective actions are recommended at this time.